Event description:
MFR received a report alleging that the strap on the sling broke while the pt was being transferred, causing the resident to fall. The resident received a broken femur as a result of the incident.